Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead was oversensing and there were non-sustained events. The clinic decided to change the sense polarity from true bipolar to tip to coil which seemed to eliminate the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.